Event description:
Material no: 928857 batch no: 7079764. It was reported that during use of the bd syringe 0.5ml 31ga 8mm the shield is difficult to remove and some needles are bent upon removing the shield. During the investigation, additional issues were noted (crushed plunger cap, deformed stopper, stopper separates). The following information was provided by the initial reporter: "consumer reported shield is difficult to remove. Stated finding some bent after removing the shield. No injury. Lot: 7079764, expiration date: 2023-03, item: 31g, 8mm, 1/2ml. Occurrence date unknown. "

Manufacturer narrative:
Investigation summary: customer returned (5) loose 1/2cc syringes. Customer states that the shield is difficult to remove and some needles are bent upon removing the shield. All returned syringes were examined and one sample exhibited a crushed plunger cap. Also, one sample exhibited a deformed stopper in the barrel and the stopper separated from the plunger rod. All returned syringes were tested to determine the shield removal forces (specs: shield removal force for 1/2cc after sterilization: 0.85-5.95 lbs.). Data:shield removal force syringe 1 2.67 lbs. Syringe 2 2.88 lbs. Syringe 3 3.94 lbs. Syringe 4 4.90 lbs. Syringe 5 4.54 lbs. All removal forces fall within specification. Also, no bent cannula was observed. A review of the device history record was completed for batch# 7079764. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper, stopper separates, crushed plunger cap). -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (shield difficult to remove, bent cannula). As per investigation completed by manufacturing, "on 19aug2019, holdrege received (5) loose 0.5ml, 31ga x 8mm syringes from material 928857, batch 7079764. All samples were decontaminated per hstr-17 and hqa-68 prior to evaluation. Visual inspection of the first syringe found crushing damage to the cap and a broken and bent plunger thumb press. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. The syringes are then conveyed to the packaging operation where a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. There were no quality notification or log book entries that pertained to this defect during the production of this batch. A definitive root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Visual inspection of the second syringe found the leading edge of the stopper to be bent inside the barrel. When the plunger tip was inserted into the stopper and the stopper removed from the barrel, the stopper leading edge remained deformed. The root cause is a vendor defect which can be caused by improper stacking of rubber sheets in autoclave cart, resulting in pinching/deformity. CAPA 122939 was for this issue. The remaining (3) syringes showed no defects."

Manufacturer narrative:
Samples were received on 2019-08-08 during the investigation of the samples additional issues were noted making this complaint reportable. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 928857, batch no: 7079764. It was reported that during use of the bd syringe 0.5 ml 31ga 8 mm the shield is difficult to remove and some needles are bent upon removing the shield. During the investigation, additional issues were noted (crushed plunger cap, deformed stopper, stopper separates). The following information was provided by the initial reporter: "consumer reported shield is difficult to remove. Stated finding some bent after removing the shield. No injury. Lot: 7079764, expiration date: 2023-03, item: 31g, 8 mm, 1/2 ml. Occurrence date unknown. "